Manufacturer narrative:
Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin. The investigation found no damages or deficiencies that would contribute to a communication error. The download data showed that the pod did not generate any hazard alarms during operation. The pod was able to communicate with the master pdm during the investigation. The pod was reset, paired with an unused pdm, delivered a 5u bolus, and deactivated with no issues. The cause of the reported pod communication error could not be determined.

Manufacturer narrative:
The device has been returned, but the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 26.1. Hardware: iphone17.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may, not align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.

Event description:
The patient reported that their blood glucose level exceeded 250 mg/dl while wearing the pod for a duration of 4 to 24 hours. Upon removal from the infusion site, the pod¿s cannula was found bent. The patient stated there was also a communication error received during operation. No details regarding treatment were provided.